Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the waste sensors were reversed. The fse had performed a preventive maintenance on the day prior to the event and had inadvertently installed the waste sensors backwards which was causing the instrument waste chamber to overflow. The fse reinstalled the waste sensors and the instrument ran without any leaks. The repair was verified per established procedures and results met published specifications. Failure mode is attributed to the waste sensors which were inadvertently installed backwards by the fse on the day prior to the event. (B)(4).

Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis system. The customer indicated that the volume of the leak was about 6 cups and was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves during the event and no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.